Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was not in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the reported issue. Review of system log file shows geometry error. Upon troubleshooting, fse found that geo issues. The philips engineer replaced amc triple servo drive hp-lp-lp. After replacement of the amc triple servo, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the customer was unable to perform propeller movements of the c-arm. No harm has been reported to philips. Philips has started an investigation of this complaint.